Manufacturer narrative:
The insulin pump alarmed error during rewind due to an out of phase motor encoder signal. As a result of the motor anomaly, we were unable to perform the displacement test.

Event description:
It was reported that the customer had a motor error alarm. The customer stated that he had been near an MRI prior to the event. Troubleshooting was performed and the insulin pump failed the displacement test. Nothing further was reported.